Event description:
The fe and customer reported that the monitor was showing only half of the image and was impossible to use. This caused the system to be unusable due to the loss of the live image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system connectors were evaluated and reseated. The system was tested and found to be working as intended and returned to service.